Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed "flow inlet error" and "low flow error" alarms. Upon follow up, the bmt said that valve 100 was burnt, blackened and melted. The burned valve was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 32,000 hours and the valve was the original fresenius part on the machine. The bmt reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted valve. The bmt replaced valve 100, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The valve was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed "flow inlet error" and "low flow error" alarms. Upon follow up, the bmt said that valve 100 was burnt, blackened and melted. The burned valve was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 32,000 hours and the valve was the original fresenius part on the machine. The bmt reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted valve. The bmt replaced valve 100, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The valve was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.